Event description:
The implant center has been monitoring the pt's performance over the past several weeks. When the pt returned to the center for device eval in 2000, testing confirmed that the device was no longer functioning. Revision surgery will take place in 2000.